Event description:
Boston scientific received information that this device was unable to be interrogated. There was no report of adverse patient effects. A request for additional information has been sent.

Manufacturer narrative:
Records indicate this device remains in service at this time.this investigation will be updated should further information be provided.